Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned incorrect strips: lot # za5011s-discarded. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 25-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 439, 331, 308, 384 and 372 mg/dl. The customer¿s expected non-fasting blood glucose test result is 180 mg/dl. Customer stated that she uses a sensor and so does not use the true metrix air meter every day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 515 mg/dl using true metrix air meter; customer's sensor read 220 mg/dl. The product is stored according to specification in the bedroom. The test strips are expired: test strip lot manufacturer¿s expiration date is 01/20/2024 and open vial date is 3 months ago. The meter memory was reviewed for previous test result history (date/time not set): result 1: 439 mg/dl date: 4/01/2024 time: 12:01pm unknown result 2: 331 mg/dl date: 3/15/2024 time: 3:06pm unknown result 3: 308 mg/dl date: 3/15/2024 time: 12:01pm unknown result 4: 384 mg/dl date: 2/16/2024 time: 9:28am non-fasting result 5: 372 mg/dl date: 2/16/2024 time: 8:15am non-fasting.